Manufacturer narrative:
Additional information from the case report form indicated that the target lesion at the time of the index procedure was the ostial left internal carotid artery.

Event description:
As reported via the (B)(4) registry, a patient experienced an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 70% stenosis in the proximal and ostial left internal carotid artery and bifurcation of the common carotid artery. The lesion was 20mm in length, mildly calcified and eccentric. The reference vessel was 5.0 in diameter and mildly tortuous. Pre-procedure nih stroke scale score and rankin score was 1. A 5mm angioguard rx was deployed beyond the target lesion and the patient experienced an ischemic stroke with the symptoms of garbled speech and the inability to squeeze the right hand. An 8.0 x 30mm precise rx was then implanted at the target lesion without pre-dilation. The stent was post-dilated with a 5 x 2 aviator balloon with 10% residual stenosis. The angioguard was removed, but it was unknown if debris was present in the basket. A CT scan of the brain was obtained with no acute changes noted. There was no reported treatment for the stroke that occurred during deployment of the angioguard device. The day following the procedure, the patient's nih stroke scale score was 13 and rankin score was 4.

Manufacturer narrative:
The symptoms resolved quickly and the patient was scheduled to go home approximately three days after the procedure. According to the investigator, the stroke was related to the index procedure and not cordis product. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 70% stenosis in the proximal and ostial left internal carotid artery and bifurcation of the common carotid artery. The lesion was 20mm in length, mildly calcified and eccentric. The reference vessel was 5.0 in diameter and mildly tortuous. Pre-procedure nih stroke scale score and rankin scores were 1. A 5mm angioguard rx was deployed beyond the target lesion and the patient experienced an ischemic stroke with the symptoms of garbled speech and the inability to squeeze the right hand. An 8.0 x 30mm precise rx was then implanted at the target lesion without pre-dilation. The stent was post-dilated with a 5 x 2 aviator balloon. The angioguard was removed, but it was unknown if debris was present in the basket. A CT scan of the brain was obtained with no acute changes noted. There was no reported treatment for the stroke that occurred during deployment of the angioguard device. The day following the procedure, the patient's nih stroke scale score was 13 and rankin score was 4. The symptoms resolved quickly, and the patient was scheduled to go home. According to the investigator, the stroke was related to the index procedure and not cordis product. The patient's medical history included left hemispheric stroke ((B)(6) 2011), hyperlipidemia, cardiac arrhythmia, past smoking, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The angioguard device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion which is the leading etiology of an ischemic stroke. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.